Manufacturer narrative:
Device evaluated by MFR: blood and contrast were visible throughout the distal lumen. Inspection of the balloon revealed a longitudinal tear in the balloon wall 4mm from distal tip measuring 6.5mm in length. Inspection of the balloon presented no irregularities in the balloon material or the ro markers that could have contributed to the damage. Tip damage was also found. The manufacturing batch record review for the reported batch confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event - (B)(6). (B)(4).

Event description:
Same case as MFR report #: 2134265-2011-00088. It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. Access was obtained via the right radial artery. The 90% stenosed eccentric de novo lesion measuring 2.25-2.75mm in diameter and approximately 10mm in length was located in a moderately calcified and severely tortuous distal left circumflex artery that contained a bend of approximately 90 degrees. A 2.25x12mm maverick2 balloon was advanced to the lesion and inflated to 8 atms. The balloon ruptured on the first inflation. Another maverick2 balloon was advanced to the lesion and inflated. The physician then attempted to advance a 2.5x8mm nc quantum apex balloon to the lesion but was having difficulty. After crossing the lesion with a second wire, the 2.5x8mm nc quantum apex balloon was advanced to the lesion and inflated to 10 atms when it ruptured. Another nc quantum apex balloon was advanced to the lesion and inflated to 6 atms and 8 atms a total of 4 times to complete predilation of the lesion. Some residual stenosis was noted. Due to the tortuousity of the lesion, the physician elected to complete the case at this time. No patient complications occurred. Patient status is listed as good.

Event description:
Same case as MFR report #: 2134265-2011-00088. It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. Access was obtained via the right radial artery. The 90% stenosed eccentric de novo lesion measuring 2.25-2.75mm in diameter and approximately 10mm in length was located in a moderately calcified and severely tortuous distal left circumflex artery that contained a bend of approximately 90 degrees. A 2.25x12mm maverick2 balloon was advanced to the lesion and inflated to 8 atms. The balloon ruptured on the first inflation. Another maverick2 balloon was advanced to the lesion and inflated. The physician then attempted to advance a 2.5x8mm nc quantum apex balloon to the lesion but was having difficulty. After crossing the lesion with a second wire, the 2.5x8mm nc quantum apex balloon was advanced to the lesion and inflated to 10 atms when it ruptured. Another nc quantum apex balloon was advanced to the lesion and inflated to 6 atms and 8 atms a total of 4 times to complete predilation of the lesion. Some residual stenosis was noted. Due to the tortuousity of the lesion, the physician elected to complete the case at this time. No patient complications occurred. Patient status is listed as good.